Event description:
According to the reporter: the device would not lock, because it was missing a pin. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported. No other info provided.